Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for 73771 with the incident lot was observed. No issues were identified.

Event description:
It was reported that there was a sterility breach in the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes due to a cocked stopper.